Event description:
Customer received discrepant total psa results for one patient sample. In 2009, initial result run from the primary serum tube gave 0.09 ng per ml. Same sample was repeated three additional times on same analyzer resulting at 1.87, 0,08 and 0.08 ng per ml. Customer was unable to determine which result was the correct result. No information provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.